Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump never alerted when battery was low and just went dead. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump was rusting, had to rewind, battery put in new site when new battery was put in before it was actually time to change sites. The insulin pump will not be returned for analysis.